Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis pump replaced due to cracks in the right cylinder connecting tube. The pump was replaced at the physician's discretion. Following the surgery, the patient was stable, improved and the event resolved.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the identified activation issues could affect the functionality of the device resulting in the reported mechanical issue. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump kink resistant tubing (krt) was worn down to the filament. The pump was functionally tested and did not pass the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis was unable to confirm the reported allegation related to a hole in the pump connecting tube; however, product analysis identified that the pump did not pass the activation test and could affect the functionality of device as the reported mechanical issue. Product analysis confirmed malfunction. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. The reported events also do not contain an allegation against the labeling. Investigation conclusion: based on this investigation, the investigation conclusion code of cause traced to component failure was chosen, based on the identified activation test failure with the pump.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work properly. Two weeks later, the patient had the inflatable penile prosthesis pump replaced due to cracks in the right cylinder connecting tube. The pump was replaced at the physician's discretion. Following the surgery, the patient was stable, improved and the event resolved.